Manufacturer narrative:
Investigation summary: a device history record review was completed for provided material number 301940 and lot number 2009103. One quality notification (qn) was issued during the production process related to damage in the flange of the syringe. After further review of this complaint, we do not believe that this qn was related to the reported issue. As samples were unavailable for return, twenty retained samples of the same lot number were obtained for evaluation by our quality engineer team. Through examination of the retained samples, no defects related to barrel tip or syringe breakage were observed; therefore, the reported issue could not be confirmed. The material used to manufacture the discardit syringes has been selected and tested to resist normal conditions of use. The assembly machines have an inline detection system that inspects all syringes and rejects any product which displays signs of damage. In this case, the tip of the barrel could have become damaged during the primary packaging process due to a clog in the syringe feeder; however, based on the description of the issue alone, the exact cause cannot be determined. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.

Event description:
It was reported that the barrel tip of the bd syringe¿ with needle had a dent in it, preventing a complete seal needed to draw up medicine. This occurred with 2 syringes. The following information was provided by the initial reporter, translated from chinese to english: "on august 20, 2021 (friday), the nurse in the treatment room was preparing the medicine solution (furosemide 2.75mg + normal saline 1ml). When using a bd2ml syringe for normal saline aspiration, the aspiration was invalid and the saline could not be aspirated in inside the syringe, after changing the syringe needle and trying again, it was still unable to aspirate effectively. After checking the syringe carefully, it was found that there was a dent on the side of the tip of the barrel. After putting on the injection needle, it could not be completely sealed, and it could not form an effective negative pressure, so that the liquid medicine could not be sucked."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the barrel tip of the bd syringe¿ with needle had a dent in it, preventing a complete seal needed to draw up medicine. This occurred with 2 syringes. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021 (friday), the nurse in the treatment room was preparing the medicine solution (furosemide 2.75mg + normal saline 1ml). When using a bd2ml syringe for normal saline aspiration, the aspiration was invalid and the saline could not be aspirated in inside the syringe, after changing the syringe needle and trying again, it was still unable to aspirate effectively. After checking the syringe carefully, it was found that there was a dent on the side of the tip of the barrel. After putting on the injection needle, it could not be completely sealed, and it could not form an effective negative pressure, so that the liquid medicine could not be sucked."